Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that the patient underwent mesh removal on (B)(6) 2006, along repair of bladder laceration & closure of vaginal wound.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent removal of vaginal foreign body (mesh), repair of bladder laceration, cystoscopy, and closure of vaginal wound on (B)(6) 2006.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urge incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urgency, vaginal itching, and burning sensation.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005, and a mesh was implanted. It was reported that patient underwent repair of multiple small incisional hernias with mesh on (B)(6) 2008. No additional information was provided.